Event description:
The pump was returned for investigation. Investigation revealed a loss of prime and a cracked force sensor flex. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated a loss of prime with a non-zero force. The pump rewind, load, and prime steps were completed successfully with no loss of prime. A loss of prime occurred while the pump was being exercised for 24 hours. The force sensor calibration measured within specifications. The pump case was opened and the force sensor flex trace was cracked at the pin connection.